Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to the system 1 power supply / network interface card (nic) panel and powered on. The ccm did not power on. Ccm was powered on and the power supply output was measured with no voltage present (+5volts (v), +12v, -12v). Powered off the ccm and removed the power supply and connected it to a lab-use only bk precision direct current (d/c) power supply. No voltage present ( +5v, +12v, -12v) on the outputs of d/c power supply. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00239.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation, the power supply of the unit was defective. There was no patient involvement.